Event description:
During a rotational atherectomy treatment procedure, the pt experienced complications and died. The lesion being treated was a heavily calcified lesion in the lad coronary artery. Due to the pt's poor cardiac output/poor heart function, the nature of the pt's disease, age and symptoms, the surgeons had declined to perform a cardiac-artery bypass graft procedure. During the initial pass with the rotablator 1.5 mm burr, the pt became bradycardic and hypotensive. Atropine was given followed by placement of a temporary pacing wire. The pt complained of pain and was medicated with diamorphine and oxygen. The pt's condition stabilized. During the second and third passes, the pt remained stable, but with st segment elveation. The fourth and final polishing pass was performed and the burr was removed. A maverick otw (20/2.0) balloon was advanced to the lesion and inflated to 6-14 atms over a series of three inflations. As the physician attempted to remove the balloon after the third inflation the pt became unstable and went into ventricular tachycardia. The pt was dc shocked at 200 and converted to orginal rhythm. Pt then went back into ventricular tachycardia and was shocked again at 200j, but went into ventiricular fibrillation. The pt was then defibrillated twice without therapeutic conversion. Pt stopped breathing and began cardiac pacing. The pt was intubated and supported with CPR. The maverick otw balloon was removed and two stents placed in the lad. The pt did not respond to treatment. Resuscitation efforts were discontinued and the pt expired.